Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years and twenty-five days later, duplex doppler right lower extremity venous unilateral showed deep vein thrombosis, that involved the superficial femoral vein and the popliteal vein. Approximately one week and five days later, computed tomography (CT) revealed that there were filling defects noted in the left main pulmonary artery which extended into the branches of the left pulmonary artery. In addition, there were filling defects noted in the pulmonary artery to the right lower lung, which extended into the branches. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive for perforation of the inferior vena cava (ivc) as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown.based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.